Event description:
From (B) (6) 2010 to (B) (6) 2010: caps on the wells of the lysis rack do not close tightly causing cross-contamination of the specimen and also contamination of centrifuge. Dates of use: #1 - (B) (6) 2010 - (B) (6) 2010; #2 - (B) (6) 2010 - (B) (6) 2010. Diagnosis or reason for use: #1 - (B) (6) viral load assay; #2 (B) (6) viral load assay.